Event description:
It was reported that the patient underwent an open spinal procedure to implant the posterior fixation. It was noticed post-op that the tip of the driver broke. The broken piece remains in the body is suspected. No other patient complication was reported.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.